Manufacturer narrative:
On 02 november 2015 it was communicated that the revision was not performed and no more planned due to patient's decision. On 23 nov 2015 it was prepared a final report with the information already submitted in the initial report and in the follow up #1. On 25 nov 2015 it was sent to the initial reporter and the case was closed.

Manufacturer narrative:
On 01 september 2015 we received the following additional details: the surgery will take place on (B)(6) 2015. It will be removed all implants and put spacer. Low-grade infection; early loosening. Items involved: amistem h stem and versafitcup cc trio no hole cup ((B)(4)). No other info untill the date of revision surgery, scheduled on (B)(6) 2015.

Event description:
Revision surgery planned.